Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer in (B)(6) notified biomerieux of non-reactive results when using api® coryne zym a and zmy b. The customer was performing quality control test and did not receive any positive results for staphylococcus xylosus atcc 700404 and staphylococcus xylosus atcc 00404. The customer repeated the controls with a different batch (lot not provided) and obtained good results. No patient samples were affected and no late results reported.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Investigational testing included performance checks of one (1) incriminated ampule for api® zymb x2. Non-conformity reported by the customer was observed. Sale of reference 70493 (api® zymb x2) was discontinued via product stop shipment (B)(4). Field safety corrective action (fcsa-2752) and urgent product correction notice (customer letter) was issued to the field december 22, 2015. CAPA #(B)(4) was initiated to define the corrective and preventative action plan.